Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services and reported the pd experienced pain during dialysis on the liberty cycler for the past 2 months. On approximately (B)(6) 2016 the patient was hospitalized due to pain associated with the gallstones. On follow-up with the patient's nurse it was confirmed the patient experienced pain related to her gallstones and was subsequently hospitalized. It was noted the patient's pain was chronic during the two month period prior to the hospitalization. The gallstones were not a pre-existing condition prior to peritoneal dialysis initiation. The patient's nurse indicated the development of gallstones were not caused or contributed to by fresenius products. Patient resumed continuous cycler-assisted peritoneal dialysis (ccpd) with the liberty cycler at home once she was discharged; thus no treatment was missed.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. During visual inspection there were indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.